Event description:
It was identified during a periodic review of the programming history database that a system diagnostic shows high impedance. A second diagnostic was performed and resulted in ok impedance on the same day. System diagnostics from a later date also showed ok impedance. The software version used was noted to be (B)(4). It was determined that the cause of this false high impedance message was a software error on m3000 (B)(4) software; when system diagnostics were performed by the user with m3000 (B)(4) software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information has been received to date.